Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 14 events were reported for this quarter. 14 devices were received for evaluation. 8 events were confirmed during testing; however, the devices were found to be within of specifications. 6 events were not confirmed during testing; the devices were found to be within specifications. 14 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.